Manufacturer narrative:
Exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent ipg charging and connectivity issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices will not be returned.